Event description:
It was reported that right atrial (ra) lead exhibited occasional p wave undersensing during arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.